Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No pump error alarms or low battery alerts were present in the format history file. The power management graph was in specification, however the power management graph indicated connector resistance issue. An unexpected replace battery alert was present in the long trace file and an unexpected replace battery now alarm was present in the long trace file due to connector resistance issue. Connector for connector board was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for 2 days with the insulin pump functioning properly during testing as shown in the power management graph. The insulin pump was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, damaged keypad overlay texture, cracked case on battery tube area, cracked battery tube threads, severely faded serial number label, stained serial number label and peeling end cap address label. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump stopped working. They replaced the battery but 30 minutes later the device had alarmed a replace battery now. They received a low battery alert prior to the replace battery now alarm. The customer¿s blood glucose was unknown. Troubleshooting was performed. It was the second occurrence of a replace battery now alarm in less than 10 hours after a low battery warning. The device was returned for analysis.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.